Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there were positional changes with patient's therapy. The impedances were varied. The manufacturer's representative (rep) stated that the impedances post implant were normal on 8-15 but 0-7 were off. The rep was with the patient in the clinic today and reported changes in impedances. Patient was reporting stim sensation was coming and going. In a sitting and bending position the impedance for programmed electrodes 8-9 were 850 ohms, when the patient was standing the impedance was 1250 ohms. The rep was palpating when the patient was standing and patient stimulation sensation was varied. It was suspected a loose connection in ins header block. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause has not been determined. The patient is being scheduled for surgery but date is unknown at this time. Rep did not know patient weight and did not have access to that information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the surgery will take place on june 14th.